Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: pump emitted a call service on (B)(6) 2014 at 10:18pm, but the alarm was not confirmed until after 2:30a.m. Patient was not performing any pump functions at the time of the alarm; patient was sleeping. Patient's blood glucose (bg) upon waking at 2:30 was 512mg/dl with ketones. Reporter gave correction bolus of 4.0u via syringe prior to calling. Customer support (cs) instructed reporter to reboot pump to clear alarm. Reviewed battery removal consequences and what a cs alarm was with reporter. Confirmed date/time/battery type were correct on verification screen. Reporter was able to complete prime steps without alarm reoccurring. Reporter was advised to change skin site daily while bg are running high, to see if this helps, and also to continue monitoring bg frequently. Reporter is going to change the site/set, and will contact health care provider if bg's do not come down. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of not confirming the call service alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. User error should be considered as the alarm was not confirmed.